Event description:
Elegance clinical trial. It was reported that a dissection of grade c occurred. The subject was enrolled in the elegance clinical trial on (B)(6) 2021. The subject underwent treatment with a on (B)(6) 2022 as part of the elegance clinical trial. The target lesion was located in the left proximal superficial femoral artery (sfa), left mid sfa and left sfa. The lesion had a proximal reference vessel diameter of 6mm and distal reference vessel diameter of 5.5mm, with a lesion length of 220mm, 100% stenosis and was classified as a tasc ii d lesion. Prior to target lesion treatment, treatment with atherectomy was followed by balloon dilatation with 5mm x 200mm and 6mm x 100mm sterling percutaneous transluminal angioplasty balloons. During the target lesion treatment, the dissection of grade c was noted due to the 5mm x 200mm sterling monorail balloon. In response, balloon dilation was performed with the 6mm x 100mm sterling balloon. Post treatment, the final residual stenosis was noted to be 5%. The complication was resolved and the patient was discharged.

Manufacturer narrative:
Patient identifier: (B)(6).